Event description:
It was reported that the laser was not firing, and the console displayed and error message indicating auto calibration was disabled during a procedure. The procedure was canceled as a result. It was noted the patient was under sedation at the time of the event. No patient complications were reported. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia or sedation unknown.